Event description:
It was reported that during a heavily tortuous, moderately calcified, mid right coronary artery (rca) stenting procedure, after the xience prime (3x38 mm) stent was deployed, a dissection was noted proximal to the xience prime (3x38 mm) stent placement. Reportedly, the dissection was caused by the heavily tortuous anatomy of the vessel and not the xience prime (3x38 mm). Another xience prime (3x15 mm) stent was used to fully cover the dissection successfully. There was no adverse patient sequela and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the product was not returned. The reported patient effects of dissection are listed in the xience v instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.